Manufacturer narrative:
Concomitant medical products: product ID 306001 lot# unknown serial# implanted: explanted: product type screening device information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown , UDI#: unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that while support link was collecting symptom information from 6/27-6/28 the patient said "by this time, one of the leads had come out and I was very uncomfortable." Patient had her leads removed today due to "a failure not with me, but of the material of the device." Patient said after a discussion with (B)(6) and the doctor, they decided to take it off today and make an appointment to have the implant.